Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history review (DHR) for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. In this particular case, the cause of the aortic insufficiency cannot be confirmed but it was noted that the patient had a calcium burden on the posterior wall near the non-coronary cusp that did not allow for a good seal. Additionally, it was noted that the valve was deployed in an optimal 50/50 position. Images of the procedure were not made available to edwards for review so the final position of the first sapien valve cannot be assessed.; however, inaccurate placement of the sapien valve could result in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. In this case a second valve was deployed more ventricular than the first with good results. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Additionally, the correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the initial valve was implanted in a 50/50 position. Post deployment echocardiogram, however, showed moderate pv leak and mild central leak due to a calcium burden on the posterior wall near the non coronary cusp that did not allow for a good seal. In order to troubleshoot, 1 cc of diluted contrast was added to the atrion device and the valve was post-dilated, yielding trivial central leak with a wire still across the valve and moderate pv leak. The decision was made to deploy a second valve more ventricular in an attempt to resolve the leak. The second valve was placed in a good position and the leak was reduced to mild. The procedure was noted to have been successful and this concluded the procedure.